Manufacturer narrative:
Field service inspected the unit and replaced the driver regulator pcb as the most likely cause of the failure. Lab test: inspection found corrosion, from a bad battery cell, on the regulator/driver pcb caused the unit to go inoperative.

Event description:
Ventilator inoperative.